Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entanglement on guide wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician attempted to remove the opticross¿ imaging catheter; however, the device was locked up with the guidewire and it could not be removed. The physician then removed the opticross¿ imaging catheter and guidewire from the patient¿s body without difficulty. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink was observed in the telescope assembly from femoral marker to the proximal end. Two kinks were observed in the imaging window assembly in the distal end. A damage was observed on the guidewire exit port hole assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entanglement on guide wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician attempted to remove the opticross imaging catheter; however, the device was locked up with the guidewire and it could not be removed. The physician then removed the opticross imaging catheter and guidewire from the patient¿s body without difficulty. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.